Event description:
It was reported the implantable neurostimulator (ins) had not made a difference with the patient¿s symptoms since implant. The ins had not been adjusted since implant. When the patient had ¿episodes¿ she would come to the emergency room and then get admitted. The patient was admitted to the hospital at the time of the report. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).